Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Alarm 30 was verified. Load fill tubing issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.